Event description:
It was reported that a patient enrolled in a clinical study underwent a total right hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2010, due to a non-healing surgical wound. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction.' Review of sterilization certification confirms device was sterilized in accordance with (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2013-04817 & 2014-00857 & 02893 & 02898).

Event description:
It was reported that a patient enrolled in a clinical study underwent a total right partial hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision on (B)(6) 2010 due to an unknown reason. It was further reported patient underwent a revision procedure on (B)(6) 2010 due to dislocation. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2010 due to a non-healing surgical wound. The head and liner were removed and replaced.